Event description:
Treatment of a mca aneurysm. It was reported that the pipeline could not be deployed during procedure as it was held by two strands of the capture coil. After several manipulations, the pipeline release and implanted in the patient with the distal section apposing to the vessel wall; however, the proximal remain close. No complications were reported with the patient as a result of the event.

Manufacturer narrative:
Only the pushwire was returned for analysis and the evaluation could not determine the cause of the event. (B)(4).